Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system generated ¿infusion set expired¿ alerts after a user performed a morning infusion set and cartridge change, and device logs later reflected the infusion set as applied in the evening, suggesting the infusion set deployment or connector attachment was not completed at the initial attempt; the user was advised to dismiss prior alerts and monitor. Symptoms included no reported adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included technical support review and troubleshooting with user education. Investigation of this case revealed a probable user process error leading to delayed confirmation of the infusion set change in the device. It was concluded that the device functioned as designed and that improper or incomplete infusion set change steps likely caused the alert timing.